Event description:
It was reported that, "this subject, (B)(6), is enrolled in the (B)(4) study. The site submitted an adverse event form for 'femoral fracture' to the operative knee (left) and it was received by stryker on (B)(4) 2011. The subject fell one day post-operative while trying to go to the restroom unattended. The site considered this event to be serious but not related to the device. The subject was treated with 'open reduction internal fixation left periprosthetic femoral fracture' on (B)(6) 2011. The site considered this event resolved as of 02/23/2011 and notes that the pt was discharged with stable fracture."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Additional information from catalog # xrmr.